Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) and high capture thresholds. This rv lead was initially positioned in the left bundle branch (lbb) area, demonstrated intermittent capture while programmed in automatic output mode. The patient experienced presyncope symptoms. Subsequently, this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported. This rv lead remains in service.